Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a crack on the insulin pump, and rewind anomaly. The customer was also alleged insulin was not exiting out when customer tested the insulin pump. The customer reported no adverse event. The event involved product(s) mmt-1880l. Troubleshooting was performed. No harm requiring medical intervention was reported. Mmt-1880l was requested for return and customer response was the device will be returned.

Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test and displacement accuracy test (0.0871). No pump errors, insulin flow blocked alarms, or anomalies noted during testing. Unit rewound properly during testing. No unexpected alarms noted during rewind or during self test. Successfully downloaded history files and traces using thump. No pump error or insulin flow blocked alarms were found in the history files on or near the event date. The bolus amount programmed on 19-may-2024 matches the bolus amount delivered at 09:14:43 with 2.7 u delivered, 11:50:01 with 3.1 u delivered, and 19:48:03 with 1.2 u delivered. The total bolus delivered on 19-may-2024 is 22.7 u. Proceed it by cutting unit open and perform a visual inspection of connectors and electronic stack. All connectors were plugged in properly and no moisture damage or anomalies noted during visual inspection. The following were noted during visual inspection: cracked case, scratched case, battery tube threads - cracked, cracked keypad overlay and cracked case (battery tube). In conclusion, unit tested successfully. Possible under delivery and rewind anomaly were not confirmed during testing. No pump alarms, insulin flow blocked alarms, or anomalies were noted during analysis. Pump passed full functional test. Cosmetic damage was confirmed at the battery compartment during visual inspection when cracked battery tube case and cracked battery tube threads were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.